Event description:
A trilogy 100 ventilator device was returned to a third-party service center for service. During evaluation of the device a critical error code found in the device download error log was note indicating the control pressure sensor has drifted so much that the device cannot adjust for it and cannot meet the high or low flow accuracies. There was no harm or injury reported. It was reported that the sensor printed circuit board assembly required replacement to address this issue. Additional findings not related to the malfunction/issue: the porting block, device handle and liquid crystal display screen needed replacement due to physical damage.